Event description:
It was reported that when an asymptomatic patient had presented to the clinic for follow-up and the device was found to be post-paced t-wave oversensing on the ventricular lead. Oversensing also resulted in incorrect diagnosis of non-sustained lead noise. The device was reprogrammed.

Event description:
New information received notes that the asymptomatic patient presented in-clinic after receiving a patient notifier. Post-paced t-wave oversensing was observed. Programming changes were recommended.